Event description:
The complaint received from the trial indicated that four years post stent implant to the distal circumflex, the patient was hospitalized for thoracic pain. During this time, angiography was performed and showed occlusion of the circumflex artery at junction level proximal and mid at the upstream of the stent.

Manufacturer narrative:
This male, in the trial, experienced restenosis at, or near, the site of implantation of a bx velocity stent. Restenosis is a potential adverse event associated with coronary artery stenting. Medical history and risk factors that may have increased his risk for major adverse cardiac events included known cardiovascular disease. Prior to stent implantation, the patient was experiencing exertional angina and had a positive stress test. The index procedure involved placing one bx velocity bare metal stent in the 64% stenosed distal circumflex that was described as uncomplicated, 2.5mm rvd with 16mm lesion length. No pre- or post-dilatation was done. Timi iii flow was maintained; 12% residual stenosis remained. Over 4 years later, the patient was re-hospitalized for "thoracic pain." Chemical stress testing identified ischemia, but led to an episode of pulmonary edema. Angiography identified "occlusion cx at junction level proximal and mid at the upstream of the stent." The patient was treated medically and it was stated that "there is no indication for re-treating the distal cx, there is no benefit for the patient, since the re-occlusion risk is high", indicating that the distal circumflex may have also restenosed clarification was not provided. No product could be returned, as it was still implanted. A review of the manufacturing records indicated that this lot of products met all requirements per the applicable manufacturing quality plan. With the available information, progression of the patient's known coronary disease may have contributed to the event.